Manufacturer narrative:
(B)(4). It was reported that the patient (pt) experienced another issue and subsequently passed away. It was not reported whether the peritonitis event was ongoing at the time of death or whether the peritonitis contributed to the pt¿s death. It was not reported whether an autopsy was performed. No further information was provided. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. One day prior to being diagnosed with peritonitis, the patient was hospitalized for an unreported indication. It was unknown if hospitalization was prolonged due to the peritonitis. The patient was treated with injection fortum (2g, frequency not reported), injection reflin (1.5 g, frequency not reported), and injection heparin (1ml, 5000 units, frequency not reported) for the event. At the time of this report, the patient was recovering from this peritonitis. No additional information is available.